Manufacturer narrative:
E1 - facility name (complete): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device does not display ultrasound imaging. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 and h4. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be determined. However, based on the investigation findings, it is likely that the ultrasound imaging failure occurred due to a dirty ultrasonic connector caused by water leakage, resulting in a failed connection warning being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.